Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 481 mg/dl and 221 mg/dl within 10 minutes, with a difference of 66%. Pt did not experience any adverse events. No further info has been reported.